Manufacturer narrative:
Explant was reported due to aortic regurgitation caused by fusing of the valve with the aorta. The investigation found that leaflet 1 and 2 were torn. Leaflet 2 contained a fold/retraction/ there was fibrous pannus ingrowth on the outflow surface of leaflet 1 which extended over the commissure of leaflets 1 and 3. There was also fibrous pannus ingrowth on the inflow surface of leaflet 3. No inflammation or significant calcifications were found. Stent post 2 was bent outward. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. Stent post 2 was noted to be bent outward, which could have contributed to the tear formation if present prior to valve explant. It cannot be conclusively determined whether the observed stent deformation occurred before or after valve explant. However, at the time of valve explant there was evidence of fusion of the valve to the aortic wall, which may be indicative of a narrow aortic sinus relative to the implanted valve size. A narrow aortic sinus may increase the interaction between the aortic wall and stent posts and has the potential to result in abrasion of the leaflet tissue along the stent post including the formation of pannus, as noted on stent post 1. The interaction between the stent posts and the aortic wall has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which in this case may have led to the observed leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2016, a 21mm trifecta gt valve was implanted in the patient's aortic position. Aortic regurgitation occurred due to fusing of the valve, and the trifecta valve was explanted on (B)(6) 2021 and replaced with a non-abbott valve. The surgeon attributed the issue to the implant procedure; the trifecta valve was implanted in a narrow annulus, which might have caused the fusing. Upon explant a tear was observed on the valve. There is no problem on the patient's state postoperatively.